Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, pa was cutting branches and the vasoview hemopro 2 beeped and then stopped cauterizing mid way through the branch. The pa tried to remove the cord and replace with a new cord but was unable to take cord out of hemopro 2. The device was removed and a new device and cord were used to complete the case. No patient effects or harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e3--corrected from "other healthcare professional" to "non-healthcare professional". The device was returned to the factory for evaluation on 01/19/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot approximately at the center, closest to the tip of the hot jaw due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the returned cable from the related complaint covered in onetrack (B)(4), adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed. The lot # 3000284606 history record review was completed. . There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.